Event description:
While using ligasure during case, surgeon complained that it would not consistently fire when used. Ligasure was checked to make sure it was plugged into esu unit appropriately. It worked two more times, then stopped firing. Ligasure was removed from field and replaced with a new hand-piece. The new ligasure worked with no issues in same esu unit. No harm came to the patient and no major delay was caused. Manufacturer response for electrosurgical, cutting coagulation accessories, ligasure (per site reporter). A return kit was requested. Awaiting response.